Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) nail was placed after a pre-surgical check. The surgeon inserted a guide wire, made an incision with an 11.0mm drill bit, and attempted to insert the blade in question. However, the blade interfered with the nail. It was found to be damaged upon extraction. Eventually, the surgeon took the guide wire out and successfully inserted the blade without the guide wire. A surgical delay of 5 minutes was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: visual inspection of the complained blade shows clearly that it was badly damaged at the tip. It is obvious that the blade was blocked at the nail when hammering onto it. Misalignment with the nail before hammering led to the damage of the blade. Reviewing the device history record documents shows that this lot was released after faultless final inspection. Misuse is the probable root cause. No indication for material or design related issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include hwc. Implant/explant dates: unknown. Device is expected to be returned to the manufacturer for review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 1, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.